Event description:
Blood was observed leaking from the filter during an extended cvvhd treatment resulting in an approximate blood loss of 50cc. The reporter indicated there had been two previous cartridges changed due to clotting and high pressure alarms which were overridden during this treatment. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a crack occurred in the arterial cap on the filter. Review of device history records revealed the lot of cap components met all specification requirements. Mechanical integrity testing of retained samples met all acceptance criteria. Nxstage medical considers this report closed. No additional information will be provided.